Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the returned electrode is extremely worn. A small section of the insulating ceramic is missing, the distal end of the shaft is bent, and the distal end of the shaft¿s insulation is peeled off and damaged; confirming the complaint. Damage of this nature would suggest that tip of the device has been subjected to excessive forces within the joint space during use. No electrical or functional tests were conducted due to the condition of the electrode. It was reported the surgeon pressed the electrode on the bone during synovectomy and the surgeon suspected that might be a cause of the breakage. This failure is attributed to device mishandling. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that after arcr the broken insulator of the device was found inside the body after the surgery. The surgeon had another operation for removal right after the first one. It was reported the surgeon pressed the electrode on the bone during synovectomy and the surgeon suspected that might be a cause of the breakage. It was brand new and the first use when the issue occurred. It was also reported that the broken piece was completely removed by using images and an arthroscope. The backup device was used to complete the case and the surgery was completed with a fifteen-minute delay. The patient is now under the observation. Our affiliate confirmed via email on (B)(4) 2015 that there was a 2nd procedure to remove the broken fragments of the device from the patient. After the patient had been closed up, post-op x-rays showed the broken fragments and the patient was re-opened to remove them.

Event description:
It was reported that after arcr the broken insulator of the device was found inside the body after the surgery. The surgeon had another operation for removal right after the first one. It was reported the surgeon pressed the electrode on the bone during synovectomy and the surgeon suspected that might be a cause of the breakage. It was brand new and the first use when the issue occurred. It was also reported that the broken piece was completely removed by using images and an arthroscope. The backup device was used to complete the case and the surgery was completed with a fifteen-minute delay. The patient is now under the observation. Our affiliate confirmed via email on (B)(4) 2015 that there was a 2nd procedure to remove the broken fragments of the device from the patient. After the patient had been closed up, post-op x-rays showed the broken fragments and the patient was re-opened to remove them.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.